Manufacturer narrative:
B5: reporter may have placed intended returning lenses into incorrect pouches by mistake. Originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. Claim# (B)(4).

Event description:
An unknown damaged lens was returned for product evaluation.

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).